Event description:
The fiber was observed to be forward firing at 166106 joules. A second fiber was used to complete the case. No pt injury was reported. Add'l details were requested by the MFR and have not been obtained.